Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per the company¿s complaint handling standard operating procedure. The field service engineer (fse) was unable to duplicate the reported problem. There were no error codes in the error logs. The iabp passed all performance and function tests. The fse verified the EKG cables to be functioning correctly. The fse returned the iabp to the customer and made it available for clinical use. No parts were replaced.

Event description:
The customer reported that the loaner cardiosave intra-aortic balloon pump (iabp) had no ECG trigger. This event occurred while the iabp was being used on a patient. No death or injury was reported.